Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis of the returned device was inconclusive. The device was received with no information, no explant date and no telemetry. There is no way to determine the implant settings or if vf detections were left on after explant. There is no way to perform a conclusive analysis under these circumstances. This device was included in a field action. Based on the information received, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2009; 4194-88, lead, implanted: (B)(6) 2010; 5076-52, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. A follow up attempt with the patient's healthcare provider was unsuccessful. No further information was available. No patient complications have been reported as a result of this event.